Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the locking knob came loose when testing the saw blades and the knob did not flush with oscillating head. It was further determined that the straining ring became loose from oscillating head (loctite failure) . Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to loctite degradation from use. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during a cadaver laboratory, it was observed that the lock on the saw blade on the battery oscillator device became loose and could not cut during use. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of the complaint, it was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.